Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was unable to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login. A technical support specialist (tss) dialed into sample stations mptxmsupx9 and mptxmsupx1 and successfully logged in. A login report was run on the application server, confirming that some users were able to access the stations. The sample username provided (B)(6) was checked, and logs showed an ¿incorrect password¿ error. The customer was contacted and confirmed the issue was temporary. Users were able to log in successfully. The system functioned as intended after the technical support specialist investigated the device.